Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17638873m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with a smarttouch uni-directional catheter and suffered a cardiac tamponade. There is no information regarding interventions. Patient was reported to be in stable condition immediately after the event. The patient required hospitalization. There is no information regarding patient outcome. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was provided on april 25, 2017 on the event. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Generator parameters and settings at the time of injury were not reported. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding shaft proximity interference value. The smarttouch uni-directional catheter was not in close proximity to another catheter. The smarttouch uni-directional catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any biosense webster, inc. Equipment during the procedure. (B)(4).